Manufacturer narrative:
Additional information device evaluated by MFR?, device manufacture date, evaluation codes. The sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and verified the broken tubing. During inspection, marks were observed in the tubing and appeared as broken tubing. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link device ¿split.¿ this occurred during infusion of unspecified IV fluids. There was no patient injury or medical intervention associated with this event. No additional information is available.